Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned without an alleged deficiency. During routine service and repair of the device, quality engineering observed that the motor device and it was determined that the device had cosmetic damage, was unable to control irrigation flow rate, had missing components, and was making excessive noise. It was further determined that the device failed pretest for visual assessment, muffler tube assessment, loctite assessment, noise assessment, and rotational speed assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported that during service and evaluation, it was observed that the motor device was making excessive noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.